Event description:
It was reported that intermittently the 9800 system has a poor image (line across the monitor when image is taken). It was also noted that a noise was coming from the tube. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following components have been requested. Mainframe power supply and video camera. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is rec'd that indicates otherwise, a f/u report will be submitted as required.